Manufacturer narrative:
Additional information has been requested, but no additional information has been received. The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a crystalens asymmetrically vaulted 6 months post implant. Reportedly the patient has almost 2 diopter of induced cylinder with ovalized anterior capsulotomy. The capsule appears fused. The surgeon is evaluating treatment options.